Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain/ pain/ severe and persistent pain") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 and low back pain. Concurrent conditions included overweight and raised liver function tests. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysgeusia ("metallic taste in mouth"), vertigo ("vertigo") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2013, the patient experienced fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), nausea ("nausea") and allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain"), 4 months 5 days after insertion of essure. On (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rash on belly button area"), dysmenorrhoea ("dysmenorrhea (cramping)") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain upper ("pain at left side of stomach"). The patient was treated with surgery (mini-laparotomy, bilateral essure removal and tubal ligation)). Essure was removed on (B)(6) 2015. In (B)(6) 2013, the dysgeusia and vertigo had resolved. At the time of the report, the pelvic pain, rash, female sexual dysfunction, dysmenorrhoea, dyspareunia, alopecia, nausea, allergy to metals, weight increased and abdominal pain upper outcome was unknown, the fatigue and depression was resolving and the migraine and headache had resolved. The reporter considered abdominal pain upper, allergy to metals, alopecia, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, migraine, nausea, pelvic pain, rash, vertigo and weight increased to be related to essure. The reporter commented: (B)(6) 2012 (discrepancy - insertion date). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical event and a quality defect cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. Most recent follow-up information incorporated above includes: on 16-apr-2019: outcome of event, "migraine" was changed to "recovered". Outcome of event, "fatigue" was changed to "recovering". New events, "psychological or psychiatric problems condition: depression, pain at left side of stomach" were added. Onset dates were added. Lab data was updated. New reporter contact information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.